Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.

Event description:
It was reported that approximately 18 months post-implant of a bifurcated device and a suprarenal aortic extension a computed tomography scan identified a proximal type I endoleak of a suprarenal aortic extension. Reportedly, the patient was treated with a balloon expandable and two competitor¿s stent grafts, which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.